Event description:
It was reported that the patient had charging and connectivity issues with the implantable pulse generator (ipg) following a debridement procedure (MFR. Report no.: 3006630150-2024-07119). The patient underwent a revision procedure wherein the ipg was repositioned and remained implanted. The patient was doing well postoperatively.